Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The patient¿s cgm displayed 8.6 mmol/l; however, he experienced muscle cramping followed by a loss of consciousness. His friend called the ambulance who performed a bg which was 1.2 mmol/l. The patient was treated with an unspecified IV medication for 15 minutes and was advised he could go home [it was presumed the patient was transported to the hospital]. An unspecified amount of time after the event, the patient was evaluated by his healthcare personnel (hcp) and the hcp advised the patient he should have remained in the hospital for three days.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/24/2023. It was reported that the patient did not stay in the hospital and was only treated by the paramedics. No additional patient or event information is available.